Event description:
The patient experienced a controller fault 8 times. The site changed out the controller to the backup controller and the alarms resolved. There were no reported effects to the patient.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient experienced eight (8) controller fault alarm. The site sent the log file to the manufacturer and performed the controller exchange. There was no reported patient injury as a result of this event. The controller ((B)(4)) was returned to the manufacturer for evaluation. The controller passes visual and functional testing. System testing did not indicate any abnormal operation of the controller. Review of the log files revealed a series of controller fault alarms due to aps failure. The root cause for the reported "controller fault" alarm was found to be a failure of the automatic power switching circuit associated with reverse bias leakage current, likely a result of a compromised component supplied by an external manufacturer. The manufacturer has an open internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Controller ((B)(4)) received on (B)(4) 2014. Controller ((B)(4)/ 1403us - expiration date. 08/31/2015).

Manufacturer narrative:
The pump, which is used for treatment, remains implanted. It was reported that the controller is being returned; however, it has not been received.